Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patent is right ventricular (rv) left ventricular (lv) paced 81 percent. Upon interrogation lv pacing inhibition markers were noed. Boston scientific technical services (ts) was consulted and recommended further troubleshooting to determine if there was lv oversensing or lv premature ventricular contractions (pvcs). It was noted the patient has a large number of pvc's, however a cause remained unknown. The av delay was reprogrammed to promote more bi-ventricular pacing as the patient is bi-ventricular pacing dependent. The patient data was unknown. The cardiac resynchronization therapy defibrillator (crt-d) and lv lead remain in service and no adverse patient effects were reported.